Event description:
A dialysis facility reported that too much fluid was removed form a pt during a hemodialysis treatment. Half an hour into the treatment, the pt became diaphoretic and started vomiting. Pt was given 400 cc. Of saline but pt continued to be hypotensive. After an hour, pt had received a total of 1,500 cc. Of saline but was still feeling weak, diaphoretic and vomiting. Dialysis was discontinued and pt was taken to the hosp by ambulance. Pt was not weighed so the fluid weight loss is unknown. The machine showed that 2,540 cc. Was removed.